Event description:
It was reported that, when the patient underwent surgery, after opening the diseased blood vessels, the patient developed malignant arrhythmias such as ventricular fibrillation, and the nurse urgently prepared for electrical defibrillation. During the preparation process, the user found that the defibrillator could not be charged normally. The user urgently used a defibrillator from another operating room with a normal charge. After defibrillation, the patient's heart rhythm turns to sinus. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The device was evaluated by the authorized service provider (asp). The asp found the energy selection switch failed intermittently. The reported problem was confirmed. The customer was requested for patient event files but did not provide them. The device will not be repaired since it has reached end-of-support on december 31, 2018. The investigation concludes that no further action is required at this time.

Event description:
It was reported that, when the patient underwent surgery, after opening the diseased blood vessels, the patient developed malignant arrhythmias such as ventricular fibrillation, and the nurse urgently prepared for electrical defibrillation. During the preparation process, the user found that the defibrillator could not be charged normally. The user urgently used a defibrillator from another operating room with a normal charge. After defibrillation, the patient's heart rhythm turns to sinus. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The device was evaluated by the authorized service provider (asp). The asp found the energy selection switch failed intermittently. The reported problem was confirmed. The customer was requested for patient event files but did not provide them. The device will not be repaired since it has reached end-of-support on december 31, 2018. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Correction to mfg report number "type of reported complaint" field has been updated from product problem to serious injury.